Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. The cause of peritonitis was unknown. The patient was hospitalized due to another indication and peritonitis. The patient was treated with vancomycin injection (1gm, every 90 hours, discontinued) and meropenem injection (1gm, once daily, discontinued)for peritonitis. At the time of this report, the patient remained hospitalized however, the patient has recovered from abdominal pain, turbid fluid and peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.